Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had logged out all users, and they were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had logged users out, and they were unable to log back in. The technical support specialist (tss) found station was offline on remote smart service, and the customer reported that users were unable to log into the station. Advised the customer to perform a reboot. After rebooting, the customer confirmed that the station came back online, and users were able to log in without any issues. The system functioned as intended after the technical support specialist troubleshooted the issue.